Event description:
It was reported that the pt heard an alarm that had not been confirmed by telemetry. No symptoms have been experienced by the pt, although, he reports taking pain medications. The pump logs revealed ten motor stalls since 2008, which lasted only several minutes to an hour, on most occurrences, the pt has not had MRI's or has not been around any magnetic fields. The pt noted that this was his third pump and that he has had excellent pain relief. Replacement surgery was being considered. The pt also reported on-going insurance issues.